Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the facility that during moving the device without patient, the right rear castor (from a seated position) had broken completely off.